Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned microcatheter found that the catheter distal tip was damaged and broken at the distal junction. The device was then flushed with difficulty and a 0.0158¿ patency mandrel was advanced through the catheter with resistance noted while passing through the distal end of the catheter. As per the distal tip shaping procedure, a 100% inspection is carried out on the distal tip for discoloration or disfigurement (cuts, tears, splits, breaks, cracks, kinks, separations, de-laminations). There was no damage noted to the packaging. It is probable that the device was damaged during removal from the packaging. Therefore, an assignable cause of handling damage has been assigned to the event.

Event description:
Analysis of the returned device found that the catheter distal tip was broken. There was no patient involvement.